Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to an infection occurred (B)(6) 2019. The surgeon removed all the product (ø36/14 humeral stem, ø40 glenosphere, ø40+6 humeral cup, glenoid baseplate), cleaned the joint and replaced new ø36/14 humeral stem, ø40 glenosphere, ø40+3 humeral cup, glenoid baseplate and +6 post extension. Primary surgery occurred (B)(6) 2019.